Event description:
It was reported that an unspecified malfunction/issue occurred. On (B)(6) 2025, it was reported that the patient experienced an adverse event which occurred an unknown day after the sensor had been inserted (no information about the insertion site). The patient was hospitalized but there was no information about the allegations against dexcom or the medical intervention. The patient declined to provide further information about the event. Data was provided for investigation. A wearable failure was found in connection to the allegation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.